Event description:
It was reported that during a procedure to treat a long lesion in the mid right coronary artery with heavy tortuosity and heavy calcification, a 2.5x33 rx xience prime stent delivery system (sds) was advanced via direct stenting but could not cross the lesion. The 2.5x33 rx xience prime sds was withdrawn from the patient anatomy and a 2.5x15 rx trek dilatation catheter was advanced; however, could not cross the lesion. The 2.5x15 rx trek dilatation catheter was withdrawn from the patient anatomy and a 1.5x15 rx mini trek dilatation catheter was advanced and dilatation was performed. The 2.5x15 rx trek dilatation catheter was re-advanced for additional dilatation and inflated; first inflation was between 18-19 atmospheres and on the second inflation between 18-19 atmospheres the balloon ruptured. The 2.5x15 rx trek dilatation catheter was withdrawn from the patient anatomy without resistance. The 2.5x33 rx xience prime sds was re-inserted and advanced to the target lesion. The stent was deployed at the target lesion at 22 atmospheres; however, when the sds balloon was attempted to be deflated only the distal tip of the balloon partially deflated. A cross-it guide wire was advanced in an attempt to perforate the balloon but was unsuccessful. Reportedly, a 60cc syringe was attached to the hub of the 2.5x33 rx xience prime sds and the air was pulled out to deflate the sds balloon. The balloon was completely deflated and withdrawn from the patient anatomy without resistance. Echocardiogram was performed and the patient was reported to be doing fine. There was a clinically significant delay in the procedure reported as the sds balloon remained inflated in the patient anatomy for almost 5 minutes. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5x15 rx trek dilatation catheter referenced is being filed under a separate medwatch report. (B)(4) - above rated burst pressure; no pre-dilatation; re-insertion. Evaluation summary: the device was returned for evaluation. Physical resistance during advancement in the lesion could not be replicated in a testing environment as it was based on operational circumstances. Difficult/partial deflation could not be confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. Additionally, it was reported that after the device failed to advance/cross the lesion, it was withdrawn for pre-dilation and reinserted. It should be noted that the IFU states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. It was also reported that the device was deployed at 22 atmospheres (atm). The IFU states: do not exceed the labeled rated burst pressure. Based on the information reviewed, there is no indication of a product deficiency.